Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2019-02616. It was reported that lead migration was observed via x-ray. The patient denies any trauma that could have caused the migration. As a result, the patient underwent surgical intervention on (B)(6) 2019 where in the lead was explanted and replaced. Adequate stimulation was achieved post-operatively.